Event description:
It was reported that the customer was hospitalized due to high blood glucose, and still is in care for a stroke that occurred during his high blood glucose episode. It was stated that the doctor requested to have the insulin pump testing as the customer has been reconnected to the insulin pump, and he still can not control his high glucose level. Troubleshooting was declined and the caller requested a diabetes clinical manager to come to the hospital. Advised the caller to call back if additional assistance is needed or if the customer would like to troubleshoot over the phone. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.